Event description:
It was reported that the pump "had to be removed because of decubitus". It was unknown what medication was used in the pump. No further device information was available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
All previously reported patient and device codes will be updated/corrected to the following for this event: (B)(4). The previously reported conclusion - no longer applies to this event.